Manufacturer narrative:
Concomitant product(s): plastipak 50mls syringe, therapy date (B)(6) 2018. The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a 50 units/50mls actrapid insulin infusion was started at 3 ml/h from a 50mls syringe. Approximately 19 minutes after the start of the infusion the nurse noticed that 40 units/40ml had been infused. The infusion was stopped, and a medical emergency was called. Multiple doses of glucose 50% and glucagon were administered, and the patient was subsequently transferred to the dialysis unit for hemodialysis. The patient was then admitted back to the ward in stable condition with a bs of 81. The syringe pump and pcu were checked by the biomedical engineer, and no anomalies were found.

Manufacturer narrative:
The customer¿s report of an overinfusion was confirmed. Physical inspection noted the device to be in good condition. Review of the event log shows the change of syringe the user selected a different drug (from insulin actrapid to insulactrapid hyperk) that resulted in an infusion rate 65 times faster than the previous infusion (196ml/hr as opposed to 3ml/hr). Functional testing resulted in the device performing with no build issues or fluid ingress. The root cause of the customer¿s report of an overinfusion was due to user programming error.

Event description:
The customer reported a 50 units/50mls actrapid insulin infusion was started at 3 ml/h from a 50mls syringe. Approximately 19 minutes after the start of the infusion the nurse noticed that 40 units/40ml had been infused. The infusion was stopped, and a medical emergency was called. Multiple doses of glucose 50% and glucagon were administered, and the patient was subsequently transferred to the dialysis unit for hemodialysis. The patient was then admitted back to the ward in stable condition with a bs of 81. The syringe pump and pcu were checked by the biomedical engineer, and no anomalies were found.